Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and loss of capture at maximum output, as well as out of range impedances of greater than 2,000 ohms. A revision procedure was performed, during which the distal portion of the lead was cut and will be returned, and the remaining portion of the lead was surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
The lead segment was later returned for analysis.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, the lead was returned severed; only the proximal segment was returned, 178 millimeters (mm) from the terminal pin. Dried bodily fluid was noted through the lead lumen. Resistance testing was completed on the returned lead segment to assess the electrical performance of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
--